Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) had a pacing problem of non-capture. The device was removed. The right ventricular (rv) lead was connected to the analyzer and the thresholds increased. The lead was re-positioned and reconnected to the device with satisfactory threshold measurements. The physician opted to remove and replace the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.